Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the implantable cardiac monitor (icm) exhibited oversensing noted on the atrial fibrillation (af) episodes. Programming changes were performed on (B)(6) 2025. The patient was in stable condition.